Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump alarmed button error. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: unit received with loop back into pump error alarm during rewind due to corroded motor home switch. Unable to confirm keypad unresponsive/ button error alarm/ stuck button alarm due to pump error alarm. Unit received with moisture damage on electronics assembly, motor, vibrator motor and battery tube. Unit received cracked retainer, minor scratched display window, cracked case at battery tube side and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.